Manufacturer narrative:
The root cause of the observed damage was noted to have possibly occurred during normal use of the product the product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap sleeve gastrectomy, the device did not fire. A new reload was used to resolve the issue. No patient adverse events were reported. Current patient status is alive with no injury.